Event description:
The caller stated that her daughter was coughing and had slight bloody secretions after placing the tracheostomy tube in the pt on saturday. The tracheostomy tube was removed on the day of the call ((B)(6) 2011) and the pt was recannulated. The caller stated that her daughter's coughing went away. The caller stated she inspected the removed tube and the tip is not rough, but is uneven.

Manufacturer narrative:
Return of the tracheostomy tube for investigation was requested, however to date, it has not been returned/rec'd. The device history record (DHR) for the lot number provided will be reviewed. If the tube is returned and significant information is identified for the investigation, a summary of the investigation results will be provided in a supplemental report.